Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated, an infrarenal aortic extension, and two limb extensions. Upon follow up, computed tomography revealed an overlap loss between the bifurcated and the infrarenal extension. Physician also noted that the aortic aneurysm had increased in size to 5 cm from original size of 4.1 and right common iliac aneurysm had increased in size by 4 mm to 5.4 from 5.0. Physician determined several possible potential leak sites however, the most likely could be a type 3a leak due to loss of junctional overlap or type 3b caused by palmaz. Physician has elected to have a secondary scheduled for (B)(6) 2015 to address the loss of overlap to less than 15mm even though a leak has not been detected. Before procedure, a computed tomography will be performed again to confirm that a leak is not present. Patient has no symptoms.

Manufacturer narrative:
Based upon the clinical findings, there was no evidence to support the reported type iiia endoleak although a decrease in overlap was significant. The intermittent appearance of an endoleak better supported a type ii endoleak. Reportedly, 52 months post implant, the patient underwent a secondary procedure for which an additional infrarenal stent was placed; the patient was doing well. The procedure, its technical success, and the final patient disposition could not be established due to lack of info. A manufacturing record review was performed. The lots met all release criteria prior to release for distribution.